Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed at service.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, g2, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during service by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit failed. It would not backfill and seemed like the motor was running slow and the solenoids didn't sound right. There was no air coming out of the front during compressor test. There was no patient involved.

Manufacturer narrative:
To fix the issue, the filed service engineer (fse) replaced the executive processor and solenoid pcb, and reloaded the correct software and calibrated. Tidal disk was replaced. The unit then passed all functional and safety tests and was returned to customer.

Event description:
N/a.